Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered implant 5 x 10mm (nt510) and mount were returned for investigation. Visual evaluation of the as returned products identified minor signs of wear due to usage. The devices were in good condition. The event occurred at tissue level, thus the investigation was performed only on the implant. The device could not be functionally tested for the reported failure (sinus perforation). Pre-existing condition noted on the per is low bone density type IV. The reported device was being placed on tooth # 13 when the incident occurred. X-ray or picture images were not provided. As a result, the event could not be verified. DHR review for the lot (2018101799) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2018101799) and no similar event or complaint was found. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified as the exact details of event were unknown/non verifiable. Based on the investigation, risk file review and IFU, the most likely cause determined from the investigation is placement implant in a patient with patient factors (e.g. Poor hygiene, periodontal issues, pre-existing medical conditions) or improper techniques used during placement.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that during implant (int413) placement procedure, the maxillary sinus was perforated. Doctor noted soft bone. Implant was removed and site was bone grafted. Tooth location 13.